Manufacturer narrative:
(B)(4).

Event description:
After the guidewire and dilator of an 8f angio-seal vip device were removed and the carrier tube was inserted into the sheath, the caps would not click together. The carrier tube became stuck in the sheath. The angio-seal was removed from the patient and the dilator was re-inserted into the patient. The sheath from another 8f angio-seal vip device from the same lot number was tried but would not work. The use of a non-sjm sheath was attempted but did not work. Manual compression was used to achieve hemostasis. The patient received a pressure bandage and stayed four hours in bed and overnight. The patient was stable when discharged.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing had been kinked and the carrier tube assembly was consistent with non-deployment. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. Although the cause of the reported event remains unknown, the damage to the sheath tubing is consistent with the insertion issue reported. Per the IFU, the angio-seal device must be inserted through the insertion sheath provided in the kit. Do not substitute any other sheath.